Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit pogo pin broke off or pushed inside unit.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2013 and the (B)(6) 2015. The pad-pak was removed, the pad-pak became depleted and a further pad-pak was installed. The pad-pak was reinstalled and removed on (B)(6) 2015 after passing a self-test the user attempted to reinstall the pad-pak on the (B)(6) 2015 resulting in the device recording nonsensical data. This may have resulted in the damage to the pogo-pin. Upon visual inspection of the device the pogo-pin appeared to be bent and stuck inside the device and failed to spring into position. This would confirm the reported fault. The battery terminal locator pin was also found to be damaged. It is reasonable to conclude that devices returned for the reported fault may be attributed to a damaged pogo-pin / membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi use.